Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not returned yet.

Event description:
There was no patient involved. Device on off button faulty.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 2nd november 2011. On receipt of the device, information from the history log showed multiple manual power ons during which the pad-pak had been removed without powering off the device. The unit was successfully powered on during testing but could not be powered off via the on/off button, confirming the reported fault. This was attributed to a breakdown of track 13 on the membrane tail, which is routed to the on/off button. The fault could not be replicated with a new membrane fitted. This would confirm a fault with the original membrane. As this is a previous revision membrane, no further investigation will be carried out. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
There was no patient involved. Device on off button faulty.